Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of their "heart racing when sitting." The device was programmed to be less aggressive and remains in use. No patient complications have been reported as a result of this event.